Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened bolus express and esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Device had stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad was less responsive, the insulin pump had scratches and the battery was damaged. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.